Manufacturer narrative:
Concomitant medical products: product ID 97740, serial# (B)(4), product type: programmer, patient; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead; product ID 37761, serial# (B)(4), product type: recharger; product ID 97754, serial# (B)(4), product type: recharger. (B)(4).

Event description:
It was reported that there was an infection. The implant was placed (B)(6) 2014 and by the end of december or early january, she had an infection. The device was removed (B)(6). The implantable neurostimulator (ins) was not helping her as much as they had hoped. It was also affecting more of her stomach rather than the back and hip pain. The patient was going to donate her external equipment. Upon return of the recharger, no issues were found during bench testing. C100. Upon return of the programmer, the antenna jack was resoldered as a preventative measure. C200. Upon return of the desktop charger, the device tested to specifications. C100. Follow-up was performed to determine if any troubleshooting had occurred, if a cause of the infection had been determined, if any treatment had occurred, and how the patient recovered. This event will be updated if additional information is received.